Event description:
It was reported that insufficient stent apposition and stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). After an unknown bsc stent was implanted at the target lesion, the atlantis sr pro imaging catheter was used for post intravenous ultrasound. It was found that the stent was not properly apposed to the vessel wall. Subsequently during removal of the imaging catheter, the catheter came into contact with the implanted stent and damaged the stent. The atlantis sr pro was then removed from the patient and another atlantis sr pro imaging catheter was advanced to check the condition of the stent however, the tip of the catheter came into contact with the stent again and the catheter tip was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the implanted stent was a promus element plus stent.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).